Event description:
It was reported that prior to an unknown procedure, brand new out of the box, non-sterile due to tear in plastic packaging. This was noticed in the supply office before it was in theatre. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.